Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. The insulin pump had no motor error alarm. The insulin pump had no failed battery alarm and no excessive no delivery alarm. The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with broken reservoir tube lip. The insulin pump was received with cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she receive failed battery test alarm, no delivery alarm and motor error alarm. The customer's blood glucose was 465 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by giving bolus. The customer stated performed troubleshooting for the failed battery alarm, no delivery alarm and motor error alarm. The customer stated that the insulin did exit during plunger push and manual prime process. The customer stated that the insulin pump was able to complete rewind. The customer stated that the failed battery test alarm did not recur during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.